Event description:
It was reported that the customer's insulin pump kept beeping. The customer's blood glucose was 400 mg/dl. The customer stated that she saw a low reservoir message on the insulin pump. The customer also stated that there was an empty circle on the screen of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.